Event description:
Complainant alleged that the medics were attempting to monitor a pt who was in a cardiac arrest condition, with the device in leads mode, but the screen displayed a "poor pad contact" message. The medics checked and rechecked all connections, but the device displayed the same message. The medics then applied fresh ECG electrodes to the pt, but the device continued to display a "poor pad contact" message. The medics then changed the ECG lead cable, but again the screen displayed the same message. The pt subsequently expired.